Event description:
The user facility reported to terumo cardiovascular that the pins on the c-clamp which connects the oxygenator next to the reservoir base were broken. There was no pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo did receive the actual device for eval. Visual inspection confirmed that device was damaged. Review of the damage type is consistent with excessive force applied to outside packing during shipping and handling, thus referenced in results and conclusions. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).